Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had low tidal volume, blood oxygen saturation of 94%, and decreased endotracheal tube cuff pressure. Considering air leakage of the cuff, the tracheal tube was reset. After the tube was replaced, it was observed that the patient had good human-machine coordination, the tidal volume was restored to 390ml, the blood oxygen saturation returned to 100%, and the vital signs tended to be stable. The patient was subsequently closely monitored and no abnormalities were observed.

Manufacturer narrative:
Additional information: a4 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.